Event description:
Healthcare professional reported right side exchange of textured devices due to product concern and "lump found ¿ that was breast cancer," which is not related to the device. Healthcare professional later reported "capsular contracture" baker grade IV," "moderate chronic inflammation" and "hypoechoic nodule". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessment of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Cancer breast-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Additional observations deformation observed in the device.

Event description:
Healthcare professional reported exchange of textured devices due to product concern and "lump found in 2021 that was breast cancer," which is not related to the device. Healthcare professional later reported "capsular contracture, baker grade IV," "moderate chronic inflammation" and "hypoechoic nodule". Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.